Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Per additional information received,as per pfs, ¿outcome attributed to device includes pain, urinary problems, recurrence, bleeding and abdominal pain¿.social history: she is an ex-smoker. (As on 1996, smoked 1-1 ½ pack per day for 5 years, 33 years ago). Denies alcohol use. Allergy: ceclor